Manufacturer narrative:
Investigation: one (1) sample and two (2) photos were provided by the customer for investigation. The sample was received with the needle shield on the needle hub assembly in a sealed plastic baggie. The sample was visually analyzed using 10x magnification and no foreign matter was able to be observed. The two (2) photos provided by the customer show what appears to be a small piece of white foreign matter (fm) on the needle. No foreign matter was observed on the returned sample when viewed using 10x magnification. The photos provided by the customer show what appears to be a small piece of white foreign matter (fm) on the needle. As this is not observed on the returned sample it appears that the fm was lost in the handling of the sample. Therefore, the condition reported by the customer could not be identified so potential root causes could not be determined. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review revealed that an operator reported finding a fly on exposed product on the line. The operator cleared the line and cleaned before starting the production line back up.

Event description:
It was reported that during use of the bd¿ blunt fill needle with filter there was and issue with foreign matter possible a single hair inside a red syringe needle after the product was opened. The following information was provided by the initial reporter: the doctor in hospital complained, a foreign body (maybe a single hair) was found inside a red syringe needle after the product was opened.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ blunt fill needle with filter there was and issue with foreign matter possible a single hair inside a red syringe needle after the product was opened. The following information was provided by the initial reporter: the doctor in hospital complained, a foreign body (maybe a single hair) was found inside a red syringe needle after the product was opened.